Event description:
Approximately six months after the coil embolization of a left anterior communicating artery aneurysm, the patient underwent a second procedure to treat the reoccurrence of the aneurysm. The exact date of the second procedure was not provided. There were no reported clinical consequences. No other information was provided.

Manufacturer narrative:
PMA# or 510k#: k050700 and k031168. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.